Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the rate/sense and shock channels that was not reproducible. The physician elected to decrease the device's sensitivity and to monitor the patient. Guidant received additional information that a lead revision was performed due to the noise. Insulation damage was noted on the on the rate/sense terminal pin.